Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ueda, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2015 and they were not given a new programmer. The patient had their post-operative appointment on (B)(6) 2015. Two days ago the stimulation felt too strong and the patient wanted to decrease it. Yesterday the patient programmer would turn on and connect to the implantable neurostimulator (ins), but it would not allow the patient to increase or decrease stimulation. The programmer was not working and when the patient tried to increase or decrease, the screen went to the sync screen. After implant, the stimulation increased and that was why they were trying to decrease stimulation. The patient was able to turn the ins off and on and was able to change programs, but was not able to adjust the amplitude up or down. The patient had fresh alkaline batteries that were changed 4 days ago and again today. The patient had not dropped the programmer and it had not gotten wet. The programmer was showing a full battery icon. The patient was able to verify that stimulation was currently on with the lightning bolt in the upper left hand corner. The patient was on program 2 at 1.2v and when they pressed the increase or decrease buttons, the screen flipped back to the sync button. When the patient pressed the sync button, it brought them back to the main screen. This happened many times today. The patient spoke to a manufacturer representative today who told them to call the manufacturer and have a new programmer ordered. It was mentioned that the patient never received the patient therapy guide. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.